Event description:
On 10/30/00 the pt was admitted to the ER with multiple injuries after involvement in a multiple vehicle accident. The pt had trauma to the chest and it was unknown if the heart block was due to the trauma to the chest or if the heart block caused the accident. Because of the heart block, a cardiac thoracic surgeon was consulted to implant a pacemaker. Due to the patient's multiple injuries, there was difficulty advancing the sheath during the placement of the atrial ventricular lead. When positioning the lead, a piece of the sheath was seen at the end of the lead, and an unsuccessful attempt was made to snare the sheath. A 3-4 cm piece of the sheath remained in the pulmonary artery. Due to the patient's multiple injuries, the surgeon elected not to attempt to surgically remove the piece of sheath.